Manufacturer narrative:
Center will be re-proctored. IFU states to remove the guide thread.

Event description:
The manufacturer was notified on 06 april 2016 that a perceval valve size l (sn (B)(4)) was implanted (sutured with 1 guiding suture) on (B)(6) 2016 and echo looked good. Twelve days later on (B)(6), the patient was re-operated due to a paravalvular leak. The perceval valve was explanted and a 23mm trifecta was then implanted.

Manufacturer narrative:
The complete manufacturing and material records for the perceval s aortic heart valve, model icv1210 sn: (B)(4), was pulled and reviewed to confirm that this valve satisfied all material, visual, and performance standards required for a perceval s valve at the time of manufacture and release. The visual inspection performed on the returned prostheses confirmed the absence of manufacturing defects but showed the presence of thrombus formation on the perceval valve implanted (sn: (B)(4)). Histological analysis performed on the perceval valve (2016-01738 sn: (B)(4)) revealed inflammatory cells spread inside the thrombus. Based on the information provided in both cases the guiding threads were totally or partially left. Their use is temporary to allow for proper valve rotational (i.e. Valve is correctly aligned with the native commissures) and axial (i.e. Valve is not positioned too low into the lvot) positioning. After valve deployment and ballooning, guiding threads shall be removed. It is possible that the guiding suture might have prevented the optimal valve seating and led to paravalvular leaks. As reported in the current perceval instructions for use in section: probing and prosthesis position verification: ¿verify that the prosthesis is well-anchored to the aortic root and that there is no lack of contact between the prosthesis and aortic annulus, potentially responsible for para-prosthetic leaks. Aortic root filling at physician's discretion (hydraulic testing). Remove the guide threads.¿